Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's left hip was revised due to pain. Patient was revised from a gamma nail construct to a total hip. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.